Event description:
It was reported that the implantable pulse generator (ipg) could not be successfully interrogated. The patient had been lost to follow up. The patient was last over 1.5 years ago and battery voltage was 2.70 volts at that time. The caller noted that the interrogation starts and he can see the replace pacemaker message along with vvi 65 but nothing else. Technical services recommended removing the programmer head and expressed concern that the issue could be related to positioning vs. Device reaching end of life (eol). Technical services discussed that the device may not be reliable and requested they not try anything further until discussing with the physician. The patient was not pacemaker dependent. Device replacement will be scheduled. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).